Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the emergency room (ER) with stroke symptoms and chronic driveline infection. After being medically managed, the patient was discharged to hospice care approximately 1 1/2 months later. All anticoagulation and antibiotics were discontinued. The add'l info provided to the manufacturer indicated that the patient expired while in hospice care due to respiratory arrest.

Manufacturer narrative:
The pump was not explanted and therefore is not available for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.